Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ intra- abdominal overlying fallopian tube"), embedded device ("migration of essure device/ bowel epiploica with coil/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal anatomy"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeds") and intestinal perforation ("gastrointestinal or digestive system condition type: rupture bowels/perforation- found in large bowel epiplocia") in a 42-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2010, endocervical polyp, libido decreased, menorrhagia, depression and endocervical polyp. *on (B)(6) 2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal, right lower quadrant pain, uterine fibroid, hair loss, paratubal cyst, premenstrual dysphoric disorder, depressive symptom, irritability, endometrial polyp, tumour bleeding, bloody vaginal discharge, anger and premenstrual syndrome. Concomitant products included oral contraceptive nos for birth control as well as drospirenone + ethinylestradiol (yasmin) and fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal discomfort ("pulling type sensation in the right lower quadrant"), 13 days after insertion of essure. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2010, she underwent ablation. And on (B)(6) 2010; she underwent unilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, genital haemorrhage, intestinal perforation, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, abdominal discomfort, abdominal pain and back pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, intestinal perforation, pelvic pain and weight increased to be related to essure. The reporter commented: there was only one coil noted in the endometrial cavity on this side. On the right side, 3 to 4 coils were noted protruding into the endometrial cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: failure to occlude (close) fallopian tubes; on (B)(6) 2010: results: missing of coil. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: embedded device, dysmenorrhea, pelvic pain, abdominal discomfort, dyspareunia and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Reporter information was added. Medical history was added. New event added from pfs- gastrointestinal or digestive system condition type: rupture bowels/perforation- found in large bowel epiplocia. Event verbatim was updated as migration of essure device/ bowel epiploica with coil/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal anatomy. Event device dislocation deleted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device, migration of essure device location of device: intra- abdominal antomy"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) old female patient who had essure (batch no. 664657, 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2010. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for birth control as well as drospirenone + ethinylestradiol (yasmin) and fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic"), fatigue ("fatigue") and abdominal pain ("pain: abdominal"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal discomfort ("pulling type sensation in the right lower quadrant"). The patient was treated with surgery (on (B)(6) 2010; she underwent unilateral salpingectomy) and surgery (in 2010, she underwent ablation.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, device breakage, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, fatigue, weight increased, abdominal discomfort and abdominal pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: failure to occlude (close) fallopian tubes on (B)(6) 2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgraded in the incident category. The reporter information was updated. This case concerns (B)(6) patient. Patient demographics were updated. Her historical condition, historical medication and concurrent condition were added. Lab data was added. Her concomitant medication was added. Essure insertion date and removal date was added. Essure indication was added. Essure lot number was added. Events: severe physical injuries were updated events: malposition of essure device, migration of essure device location of device: intra- abdominal antomy, device breakage, abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain: pelvic, fatigue, weight gain, pulling type sensation in the right lower quadrant and pain: abdominal. A few months after essure removal some fallopian tube pain went away-scar tissue remained. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ intra- abdominal overlying fallopian tube"), embedded device ("migration of essure device/ bowel epiploica with coil/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy"), gastrointestinal injury ("gastrointestinal or digestive system condition type: rupture bowels/perforation- found in large bowel epiplocia") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeds") in a 42-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2010, endocervical polyp, libido decreased, menorrhagia, depression and endocervical polyp. *on (B)(6) 2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal, right lower quadrant pain, uterine fibroid, hair loss, paratubal cyst, premenstrual dysphoric disorder, depressive symptom, irritability, endometrial polyp, tumour bleeding, bloody vaginal discharge, anger and premenstrual syndrome. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2010 and oral contraceptive nos for birth control as well as fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/tired"), abdominal pain ("pain: abdominal"), back pain ("back pain") and asthenia ("weakness") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced abdominal discomfort ("pulling type sensation in the right lower quadrant"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),too painful"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced pelvic pain ("pain: pelvic"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy and in 2010, she underwent ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, gastrointestinal injury, genital haemorrhage, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, abdominal discomfort, abdominal pain, back pain and asthenia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, asthenia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: here was only one coil noted in the endometrial cavity on this side. On the right side, 3 to 4 coils were noted protruding into the endometrial cavity after deployment. The plaintiff had spoken to the doctor who said that one was so dislodged that they had to come out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: failure to occlude (close) fallopian tubes.; on (B)(6) 2010: results: missing of coil.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: embedded device, dysmenorrhea, pelvic pain, abdominal discomfort, dyspareunia and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received : following event was added : weakness. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ intra- abdominal overlying fallopian tube"), embedded device ("right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy"), device dislocation ("migration of essure device/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy/ bowel epiploica with coil.") And genital haemorrhage ("abnormal bleeding (general)/heavy bleeds") in a 42-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6)2010, endocervical polyp, libido decreased and menorrhagia. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal, right lower quadrant pain, uterine fibroid, hair loss, paratubal cyst, premenstrual dysphoric disorder, depressive symptom, irritability, endometrial polyp, tumour bleeding, bloody vaginal discharge, anger and premenstrual syndrome. Concomitant products included oral contraceptive nos for birth control as well as drospirenone + ethinylestradiol (yasmin) and fluoxetine hydrochloride (prozac). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 13 days after insertion of essure, the patient experienced abdominal discomfort ("pulling type sensation in the right lower quadrant"). In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6)2010; she underwent unilateral salpingectomy,hysterectomy (partial)), surgery (on (B)(6)2010; she underwent unilateral salpingectomy,hysterectomy (partial)) and surgery (in 2010, she underwent ablation.). Essure was removed on (B)(6)2010. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, abdominal discomfort, abdominal pain and back pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: do you claim that essure worsened a previously existing injury/condition? No. There was only one coil noted in the endometrial cavity on this side. On the right side, 3 to 4 coils were noted protruding into the endometrial cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: failure to occlude (close) fallopian tubes; on (B)(6)2010: missing of coil on (B)(6)2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: embedded device, dysmenorrhea, pelvic pain, abdominal discomfort, dyspareunia, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ intra- abdominal overlying fallopian tube"), embedded device ("right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy"), device dislocation ("migration of essure device/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy/ bowel epiploica with coil.") And genital haemorrhage ("abnormal bleeding (general)/heavy bleeds") in a 42-year-old female patient who had essure (batch no. 664657, 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2010, endocervical polyp, libido decreased and menorrhagia. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal, right lower quadrant pain, uterine fibroid, hair loss, paratubal cyst, premenstrual dysphoric disorder, depressive symptom, irritability, endometrial polyp, tumour bleeding, vaginal discharge, anger and premenstrual syndrome. Concomitant products included oral contraceptive nos for birth control as well as drospirenone + ethinylestradiol (yasmin) and fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced abdominal discomfort ("pulling type sensation in the right lower quadrant"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2010; she underwent unilateral salpingectomy,hysterectomy (partial), and surgery (in 2010, she underwent ablation.). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, abdominal discomfort, abdominal pain and back pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: do you claim that essure worsened a previously existing injury/condition? No. There was only one coil noted in the endometrial cavity on this side. On the right side, 3 to 4 coils were noted protruding into the endometrial cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: failure to occlude (close) fallopian tubes; on (B)(6)2010: missing of coil on (B)(6) 2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: embedded device, dysmenorrhea, pelvic pain, abdominal discomfort, dyspareunia, genital haemorrhage. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and mr received. Case become medically confirmed. New reporter added. Patient demographic added. Historical and concomitant conditions were added. New event right coil is embedded in the myometrium and is extra uterine, back pain were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ intra- abdominal overlying fallopian tube"), embedded device ("right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy"), device dislocation ("migration of essure device/right coil is embedded in the myometrium and is extra uterine/malposition of essure device, migration of essure device location of device: intra- abdominal antomy/ bowel epiploica with coil.") And genital haemorrhage ("abnormal bleeding (general)/heavy bleeds") in a 42-year-old female patient who had essure (batch no. 664657, 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2010, endocervical polyp, libido decreased and menorrhagia. Previously administered products included for birth control: ortho cyclen in 2008. Concurrent conditions included body mass index normal, right lower quadrant pain, uterine fibroid, hair loss, paratubal cyst, premenstrual dysphoric disorder, depressive symptom, irritability, endometrial polyp, tumour bleeding, bloody vaginal discharge, anger and premenstrual syndrome. Concomitant products included oral contraceptive nos for birth control as well as drospirenone + ethinylestradiol (yasmin) and fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced abdominal discomfort ("pulling type sensation in the right lower quadrant"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced device expulsion ("expulsion of essure device"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic"), fatigue ("fatigue"), abdominal pain ("pain: abdominal") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2010; she underwent unilateral salpingectomy,hysterectomy (partial)), surgery (on (B)(6) 2010; she underwent unilateral salpingectomy,hysterectomy (partial)) and surgery (in 2010, she underwent ablation.). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, abdominal discomfort, abdominal pain and back pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: do you claim that essure worsened a previously existing injury/condition? No. There was only one coil noted in the endometrial cavity on this side. On the right side, 3 to 4 coils were noted protruding into the endometrial cavity after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: failure to occlude (close) fallopian tubes; on (B)(6) 2010: missing of coil on (B)(6) 2010, transvaginal ultrasound revealed malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: embedded device, dysmenorrhea, pelvic pain, abdominal discomfort, dyspareunia, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.